Event description:
The customer reported that the buttons were unresponsive. The customer's mother called back and stated that the customer was hospitalized and the insulin pump was malfunctioning and alarmed button error. The blood glucose reading was 729mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed button error and had unresponsive buttons due to corroded keypad traces. Further testing could not be performed due to the unresponsive buttons. The device had scratched display window and a missing end cap sticker.